Event description:
It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: "after drawing up a vaccine and removing the needle from the vial, the needle came apart from the hub. They were then in 2 separate pieces. Images given to assistant manager. 25g x5/8" tw bd safteyglide needle, ref# 305901, lot# 3055781, exp [redacted date]. The parts were disposed of in the needle box." What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 16-10-2023. Medwatch report is (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. Manufacture narrative.

Event description:
Material#:305901 batch#:3055781 it was reported by customer that after drawing up a vaccine and removing the needle from the vial, the needle came apart from the hub. They were then in 2 separate pieces. Images given to assistant manager. 25g x5/8" tw bd safteyglide needle, ref# 305901, lot# 3055781. The parts were disposed of in the needle box. Verbatim: describe the event or problem: after drawing up a vaccine and removing the needle from the vial, the needle came apart from the hub. They were then in 2 separate pieces. Images given to assistant manager. 25g x5/8" tw bd safteyglide needle, ref# 305901, lot# 3055781, exp [redacted date]. The parts were disposed of in the needle box. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) device available for evaluation? No additional info: -what is the total quantity of products found defective? One -is there any adverse event or serious injury occurred? Did not reach patient or injure staff -are you able to provide sample to bd for investigation? If no, can a photo be provided? Picture not available, sample discarded.